Event description:
It was reported in a prospective (B)(6) study that 38 patients underwent ips surgery for lss (lumbar spinal stenosis) with neurogenic claudication. It was reported that spinous process fractures were identified by CT (computed tomography) in 9 patients, all of whom presented with degenerative spondylolisthesis before surgery. No fractures were apparent on plain radiographs, but were apparent only on sagittal reconstructed images. The time to postoperative CT scan varied from 2 weeks to 6 months. The rate of spondylolisthesis observed on preoperative radiographs was 100% among patients with fractures. It was reported that spinous process fractures were observed at l4 in eight patients, l5 in two patients, and l3 in one patient. The cephalad process was affected in 7 cases and the caudad process in 3 cases. The intermediate spinous process was involved in one case on which two implants were placed at adjacent levels. The presence of a spinous process fracture was confirmed intraoperatively in 7 affected patients who elected to undergo revision surgery. Three patients elected to retain their implant (no revision surgery) and underwent a repeat CT scan at 12 months. All three demonstrated apparent spontaneous healing of the spinous process fracture. No other patient complications were reported.

Manufacturer narrative:
Literature article citation: david h. Kim et al. "Association between degenerative spondylolisthesis and spinous process fracture after interspinous process spacer surgery". The spine journal 12 (2012); 466-472. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Mean age of the study group was (B)(6). Sex: 56.4% of the study group population was female. Seven patients elected to undergo a revision surgery. Date of event is unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.